Event description:
No additional information available.

Manufacturer narrative:
1. DHR/bhr review (lot#: 4323713): 1) the products of this batch were assembled at intima ii auto line 2 in feb 2025, and packaged at r240 & cfs package line in feb 2025. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. Based on the limited information, it is difficult to determine the specific leakage site of the indwelling needle. 3. Performed 45psi leakage test for the retained samples of this batch, and no complaint defects are found. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined. The plant will continue to track the trend of this issue.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc-leakage. Before administering the infusion, the nurse discovered a leak in the center of the indwelling needle tubing while venting the air. She immediately replaced the indwelling needle and reported the incident. The patient was not administered the infusion, and no harm was caused.